Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to zoll (B)(4) for analysis on (B)(6) 2015. Investigation results as follows: visual inspection of the returned platform was performed and found that both head restraints were damaged and cut. The short black cover was also observed to be damaged and the battery latch lock was bent. The physical damages found during visual inspection are attributed to normal wear and tear (autopulse was manufactured on 10/2008). Functional testing was performed and a user advisory (ua) 45 (not at "home" position after power-on/restart) message was observed upon power up. Further inspection identified that the driveshaft was out of the "home" position. After the driveshaft was rotated 3 times, the user advisory (ua) 45 was able to be cleared. Functional testing was continued and no additional user advisories (uas) or warnings were observed. A review of the platform's archive data was performed and found that multiple user advisory (ua) 45 (not at "home" position after power-on/restart) messages occurred on the reported event date of (B)(6) 2015. Based on the investigation, the parts identified for replacement were the blue cover, short black cover and battery latch lock. In summary, the customer's initial reported complaint that there were problems with the autopulse platform was confirmed during review of the platform's archive data and functional testing. Per the autopulse resuscitation system model 100 user guide, "the autopulse driveshaft has a "home" position that is a point of reference for autopulse operation. If the driveshaft is not at its home position when the autopulse is powered on, a user advisory (45) will occur. This user advisory will persist until the driveshaft is returned to its home position. After the driveshaft was rotated back to its "home" position, the autopulse platform passed all testing criteria.

Event description:
It was initially reported that there were problems with the autopulse platform, however no specific details were provided. No patient involvement was reported. The autopulse platform was subsequently returned to zoll for investigation. During investigation and review of the platform's archive data, it was observed that multiple user advisory (ua) 45 (not at "home" position after power-on/restart) messages occurred on the reported event date of (B)(6) 2015. Although the customer did not report this, ua 45 is considered a reportable malfunction.